Event description:
It was reported that there was a power on reset (por) condition following an electromagnetic interference. Patient had a "therapeutic ultrasound" done on their back after falling and hurting their wrist. It was also reported that the serial numbers were entered and some of the programming was retained. It was later reported that the pt was getting question marks (???) In results. Increasing default test values and re-running test was discussed. Although it was reported that impedances were normal following tests, there was still no stimulation felt by the patient when impedances were set at multiple levels. Reprogramming with simple bipole pair was also discussed. Eventually, it was discussed that the patient's last battery lasted about two years and this device's battery is following a similar course. It was discussed that the device is near end of life (eol).

Manufacturer narrative:
(B)(4)